Manufacturer narrative:
The subject device was returned and visually evaluated. The guidewire and the back up tabs on the device were found to be bent, which is consistent with the distal tip having seen significant force in use. It appears that the damage/bent components contributed to a combination of factors that led to the fasteners not appropriately fixating into the tissue. Based on the available information, the reported problem experienced by the user was most likely due to forces applied to the device. The IFU precautions the user "care should be taken not to use excessive counter pressure as this may damage the distal tip of the device as well as the mesh and/or tissue." A review of the manufacturing records for the subject lot was performed and found that the lot was manufactured to specification. This has been the first reported complaint for the subject lot of (B)(4) units manufactured in april of 2019.

Event description:
It was reported per the user facility that the optifix fixation device fasteners would not penetrate the bard mesh. Surgeon is experienced with the use of the optifix device. Another optifix was used to complete the procedure. There was no patient injury reported.